Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the male luer collar is cracked/broken. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "distal coupler" of a clearlink solution set cracked into two pieces. This occurred during infusion of propofol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.